Event description:
It was reported that the balloon leaked. The target lesion was located in the left anterior tibialis anterior artery. The 2x40mm coyote¿ es balloon catheter leaked through a small hole during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon leaked. The target lesion was located in the left anterior tibialis anterior artery. The 2x40mm coyote¿ es balloon catheter leaked through a small hole during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote es balloon catheter with no other devices. There was blood and contrast in the inflation lumen. Device analysis determined the condition of the returned device was consistent with the complaint incident. The distal tip was damaged. Magnified inspection, of the balloon, revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole at the distal edge of the distal markerband. Magnified inspection of the proximal bond and markerbands did not reveal any damage or irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).